Event description:
The patient reported pump is extremely sensitive, says air in the line, infusion rate doesn't matter. Pump beeps, stops, and needs to be restarted. Patient has also previously reported air in the line. This is the second pump we have replaced for him due to the same problem. FDA safety report ID # (B)(4).